Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The investigation is in progress. All information reasonably known as of 30 sep 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for lot 0002957419 was reviewed and the product was produced according to product specifications. The actual complaint product was returned for evaluation. One used sample was received without product packaging. The used sample was received in two segments; it had "ballooned" and ruptured between the 18cm and 19cm depth markers. The distal segment of tubing was found to be occluded; however, the occlusion was not seen near the "ballooned" area. The distal bolus opening was occluded with dried matter. Distal to the rupture, the tubing was found to be occluded with a white, powdery substance. The root cause could not be determined. A potential cause is use error; per the IFU vigorous syringe force should not be used to irrigate, administer liquids, or unblock the tube. All information reasonably known as of 02 oct 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of 14 aug 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that "the tube was placed in a pediatric patient on (B)(6) [2019]. On (B)(6)[2019], the tube was removed and the doctor realized that only a part of the tube was removed. After check it by rx [radiography] they saw that a part of the tube was still on jejunum (13 cm approx.). A surgical intervention was needed to remove the broken part. Between (B)(6) [2019] and (B)(6) [2019], the tube was obtured [obstructed] and they irrigated the tube with 5cc of water, but they did not perceive the broken.